Event description:
Information received indicates the nurse call does not function.

Manufacturer narrative:
The technician replaced the communication cable to repair the bed. Pursuant to our response to warning letter (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.